Event description:
It was reported that a site could not get their (B)(4) to turn on. The lock button was not on. The site charged the handheld for 15 minutes, performed a reset and the device still did not turn on. A replacement handheld was sent to the site and the (B)(4) was returned to the manufacturer for analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. During the analysis of the (B)(4) handheld device, an x-ray was taken of the power cable and it was found that there was a broken wire. A root cause for the wire break could not be identified. No further anomalies were noted during testing.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.